Event description:
The user facility reported that during the middle of two diagnostic bronchoscopies, there were black and white lines displayed across the video monitor, when the up/down angulations control knob was manipulated. The video image was unable to be retrieved and both procedures were completed with a different, but similar device. There were no pt injuries. The user facility reported, that similar phenomena had been observed on the previous procedure, however they elected to reuse the device.

Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for investigation. The investigation duplicated the user's report of the video image blacking out when the light guide tube was manipulated near the endoscope connector. In addition, there was a hole found in the bending section cover and the device failed the leak test. The device instruction manual specifies that the external surface of the entire insertion tube including the bending section and distal end should be inspected for any irregularities, such s holes prior to each procedure. If any irregularities are noted, the device instruction manual instructs users not to utilize the device. The cause of the user's experience was attributed to physical damage to the device, which resulted in fluid invasion. This report is being filed as an MDR in an abundance of caution.